Event description:
There were noise and oversensing episodes that resulted in automatic mode switching (ams) on the right atrial (ra) channel. During the lead revision procedure, insulation damage was noted on the ra lead. The proximal portion of the lead was cut and explanted while the distal portion was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Only the connector end of the lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internals shorts. Visual inspection did not reveal any anomalies with the exception of damage consistent with procedural damage.